Event description:
Related manufacturer reference number: 2017865-2022-15220, related manufacturer reference number: 2017865-2022-15221, related manufacturer reference number: 2017865-2022-15222. It was reported that a patient presented to the emergency room (ER) with the skin of the device pocket appearing red, swollen, and experiencing discharge. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced due to infection. While implanting the new system, the atrial lead was unable to be fixed in the atrium properly. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was atrial lead could not be fixed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead did not find any anomalies.